Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical service due to low blood glucose, unconsciousness on (B)(6) 2019 with blood glucose level was in range of 20 mg/dl. Customer was treated with glucose tablet. Customer also had eye surgery. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.